Event description:
Inbound, pt reports cadd flow stop. Cassette giving high pressure pump alarmed on both pumps, lot 3812016, exp date: 05/11/2023. Pt mixed new cassette and attached to pump and working. No further details provided.